Event description:
It was reported that this patient with implantable pacemaker is at elective replacement indicator (eri) and had elevated pacing thresholds and high output settings. The representative inquired about device longevity in consideration of a potential device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.